Manufacturer narrative:
For the reported event, the device was returned to bd. Defective component was identified for the device. A photo was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420 implantable port allegedly experienced defective component. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0605420 implantable port allegedly experienced defective component. This report was received from a single source. This malfunction did not involve a patient and had no patient consequences. Age, weight, and gender were not provided.

Manufacturer narrative:
H10: the lot number for the malfunction was provided and a lot history review was performed. For the reported event, the device and photos were returned to bd. Defective component and break were confirmed for the malfunction based on the returned device and images provided. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: b5, h6 (patient code, device code, method, results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.